Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. An x-ray was taken and showed the lead had migrated. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient was seen on (B)(6)2017 and reprogramming was able to regain effective stimulation.